Event description:
On 08/21/2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt was administered heparin in conjunction with treatment of end stage renal disease. Shortly thereafter, she began to experience symptoms consistent with the adverse reactions associated with contaminated heparin. The pt passed on in 2007.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Submit date: 9/16/2009.